Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an implant procedure, it was difficult to extend the helix, but eventually it did extend. Upon taking lead measurements, high capture threshold was observed. When repositioning was unsuccessful, the lead was not implanted and was replaced. The procedure concluded with the patient in stable condition. The patient was stable at the post op check and will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.